Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) noise and oversensing on the rate/sense channel. There was no asystole or inappropriate therapy noted. Isometrics were performed with the patient which did not reproduce the noise. The device was reprogrammed at that time. Then rv pacing impedance measurements of less than 200 ohms were noted. An x-ray was performed, but the results were not provided. The device was reprogrammed, and no further actions or interventions were planned. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received which noted the patient's rv lead was fractured. A surgical revision was performed, and the lead and device were replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.